Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has received multiple occlusion alarms. Reportedly, the customer uses apidra insulin in their cartridge. Tandem technical support (cts) informed the customer that apidra is contraindicated to use with the pump. The customer declined troubleshooting with cts to determine a possible cause of the occlusion and declined to provide any information regarding their blood glucose levels or details during these events.